Event description:
It was reported that the pt called her audiologist while she was on holiday and reported that her left implant is no longer working. The pt is bilaterally implanted and by using her right external parts on the left hand side, she excluded an external device failure. In 2008, an implant check was carried out, where it was decided to re-implant the pt.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.